Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500, 510k# k113174 and upi (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t10-s2. On an unknown date, post-op, the rods on both sides broke near l4-l5. Hence, a revision surgery was scheduled to be performed on (B)(6) 2019. The surgeon thinks that bone union has been achieved. No further complications have been reported currently. It is unknown if the revision has been performed or not.